Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice during a bolus. The insulin pump also alarmed no delivery. Customer's blood glucose level was 423 mg/dl. He treated his high blood glucose level with the insulin pump. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no motor error alarms or unexpected no delivery alarms noted. The motor was tested outside the device and passed. No e70 error alarms noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratched display window and broken belt clip slot.